Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) that the patient had an out of range impedance of 1 200. The patient indicated that they were really well for the first year, described as (B)(4) reduction in symptoms, but now had severe nausea. Another hcp stated that they could not manage the patient well with the impedance so out of range. They planned to removed and replace the leads and battery on (B)(6) 2017. It was noted that they adjusted the patient's programming parameters as an action to resolve the issue. There were no further complications reported as a result of this event.